Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt the guidewire could not be removed from the left ventricular lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.